Manufacturer narrative:
Additional information: g3, h6 this event has been reassessed and found not to be a reportable event (not a complaint). It was concluded that the device was not considered a contributory cause (not device related). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the unit was unable to download event logs and error logs in house (medtronic encrypted). No hardware/software/firmware malfunction of the machine. Concluded tool and practice related incident. Pediatric patient was injured, third degree burns were noticed after surgery on the side of the mouth, a photo was submitted showing the patient's mouth confirming the degree of the burn. The patient was doing fine but will require plastic surgery due to severity of the burn. Bipolar tools that were used in the surgery were given to test. Noticed that one tool was non-insulated compared to the rest. Tested the non-insulated tools on an esu and resulted in the same current on the tips of the tool compared to the handles of the tool. Since same current was flowing through the handle, expected tool was rested on side of patient and made a loop causing burns. The output of the generator was normal, they were running at 20 for bipolar and 18 for monopolar for the case. The main cause was procedure from the non- insulated handpiece which is a non-medtronic product.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.